Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The customer's blood glucose was 600mg/dl, which was treated with manual injection. The caller stated that the customer's infusion set was ripped out while they were sleeping and the customer's blood glucose has been high ever since. Troubleshooting was performed and everything tested within specification; insulin did exit the tubing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).